Manufacturer narrative:
Complaint of no capture and wireless communication was confirmed. Device was received with no output, no telemetry, and battery depletion. Device was cut open to inspect internal components, which revealed contamination consistent with body fluids. Analysis using sem spectroscopy indicated that the residue contains elements commonly found in body fluid. Analysis of internal components confirmed premature battery depletion due to short circuit caused by leakage of body fluids inside the device case. Inspection of the device header and case did not reveal the specific entry point for the fluid leakage, but the residue pattern in the case is consistent with a weld anomaly. A manufacturing anomaly may have occurred that resulted in the leakage of body fluid inside the device, which resulted in the reported complaint.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator could not be interrogated and there was no output from the device. It was further noted that there was a large hematoma near the device. The patient had been dozing off frequently since the implant. The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Correction: customer complaint of no capture and wireless communication was confirmed. Device was received with no output, no telemetry and battery depletion. Device was cut open to inspect the internal components, which revealed inside components were covered with residue consistent with body fluids. Analysis using sem spectroscopy indicated the residue substance contains elements consistent with elements commonly found in body fluid. Further analysis of internal components confirmed premature battery depletion due to short circuit caused by leakage of body fluids inside the device case. Inspection of the device header and case revealed a cut on the device case, where the body fluids entered and resulted in short circuit. A manufacturing anomaly may have contributed to the reported issue.